Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the output connector assembly was broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that the connector block of the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.